Event description:
A physician reported that during a surgery an ophthalmic console exhibited poor illumination with multiple port. Also the footswitch heel was not working and the probe was not detecting. Surgery was completed without any harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The company service representative, examined the system. And replicated the reported event to resolve the issue. The company service representative, replaced the nonconforming left and right heel switch to address the heel switch. And replaced the nonconforming left port illuminator cable to address the recognition issue. The company service representative, did not replicate the illumination issue. The system was then tested and met all product specifications. A system manufacturing device history record (DHR) review was performed, prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The root cause of the reported event of heel switch is attributed to nonconforming left and right heel switches. The root cause of the reported event of recognition is attributed to nonconforming left port illuminator cable. Based on the information obtained, the root cause of the reported event of illumination is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).